Manufacturer narrative:
A device history record (DHR) review was performed, and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned, and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
Related manufacturer report number: 2017865-2025-11973, related manufacturer report number: 2017865-2025-11975, related manufacturer report number: 2017865-2025-11976, related manufacturer report number: 2017865-2025-11977. It was reported that the patient had infection confirmed via blood culture analysis. During the explant procedure, it was noted that the leads had vegetation. The entire implantable cardiac defibrillator system was explanted. According to the physician, the infection was determined to be unrelated to an abbott product and abbott related procedure. The patient was in stable condition.